Event description:
It was reported that the patient's ipg was not communicating with external device following an unrelated surgery, prior to which the ipg was set to surgery mode. Subsequent troubleshooting was undertaken which resolved the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
An error message displaying "cannot connect to the generator, generator is not responding" was reported to abbott. The device was able to be recovered through abbott intervention. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.